Event description:
It was reported that the pump was reading occlusion with all clamps open. It was unhooked and tried again, but the occlusion reading persisted. A new pump was attached to the same cartridge, and it started pumping fine. Later, a practice cartridge was used on this pump, and occlusion was detected again. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was reading occlusion with all clamps open. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.